Event description:
Plate was noticed broken 7/1/97. During routine follow-up x-ray. Removed 7/29/97. Fracture was healing and in good alignment.

Manufacturer narrative:
H1 - type of reportable event should be "serious injury". This event was originally submitted as a seious injury. The follow up report # 1 mistakenly indicated death. This event has always been, and continues to be reportable as a serious injury.